Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. Our evaluation of the photo provided confirmed the report. The photo shows the distal end of the device with the basket fully advanced. One of the wires has broken at the proximal end of the basket, but appears to remain attached at the basket's distal tip. The basket, otherwise, appears fully formed. A black substance was observed on the basket wires. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed in the photo. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photo provided confirmed the report of basket wire breakage. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic sphincterotomy (est) in the bile duct, the physician used a cook memory ii double lumen extraction basket. It was reported that they opened the basket to remove a small common bile duct stone inside the biliary tract, and one of the basket wires was separated in the process of removing it. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.